Manufacturer narrative:
The insulin pump was received with full segment display due to faulty connector on the interface board. Displacement and self-test were not performed due to full segment display. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reports to have a blank display screen. Customer reports to have tripped and insulin pump fell out of his pocket and hit the ground. Customer's blood glucose was 120 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return, but high pitching beep sound was heard. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.